Event description:
It was reported that on (B)(6) 2015 the patient¿s hand started to shake worse. The patient¿s family wanted the patient to be reprogrammed. Reprogramming was done on (B)(6) 2015. The patient¿s healthcare professional (hcp) reported the ¿electric quantity was undetectable¿ and they suggested a replacement. The patient¿s hand was still shaking after being reprogrammed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).